Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized post cardiac arrest and an ivtm therapy was needed for normothermia. Within 24 hours after the insertion of the zoll icy catheter, the saline bag was noted to be empty. The attending nurse replaced the saline bag twice. No fluid were observed around the patient's bed. The catheter was replaced to continue therapy. No patient consequences reported.

Manufacturer narrative:
The reported leak was not confirmed. The catheter balloons were inflated and no leak was observed. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for related events an dno previous complaints were identified for icy catheter lot# 74564.